Event description:
It was reported that after undergoing an ion endoluminal lung biopsy procedure, the patient experienced an embolic stroke, necessitating hospitalization and medical intervention. The procedure was completed without delays. Upon awakening from anesthesia, the patient exhibited right hemiparesis. Subsequent CT scans of the chest, head, and neck revealed an occlusion of the proximal left cervical intracerebral artery, extending intracranially from just distal to the bifurcation. The chest CT scans also identified a large irregular mass in the right upper lobe, extending to the pleural surface. The patient was transferred to a local neurovascular intervention unit and hospitalized for two days for blood pressure management, eventually making a full recovery. The physician attributed the stroke to anesthesia and patient-related factors, specifically due to the chronic narrowing of a vessel that compromised blood flow during anesthesia. It was believed that the stroke could have occurred through another lung biopsy modality and was considered a patient-related issue rather than related to a device issue. There was no device malfunction associated with the event.

Manufacturer narrative:
System logs are not available for review.